Event description:
Complainant alleged that during biomed testing the device displayed "status 110", "status 104", "cannot dump", "cannot charge" and "paddle fault" messages. Complainant indicated that there was no pt involvement in the reported malfunction.